Event description:
The pt reportedly experienced sound quality issues. Programming changes were made, and external equipment has been exchanged. Testing showed that the device was not functioning normally. Device revision surgery will be scheduled.